Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) used a chainsaw and as a result, experienced lightheadedness and got shocked by the device. Boston scientific technical services (ts) was consulted and upon review of the event, it was confirmed this was an appropriate electric shock due to a true ventricular event. However, far field oversensing was noted during the episode. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) used a chainsaw and as a result, experienced lightheadedness and got shocked by the device. Boston scientific technical services (ts) was consulted and upon review of the event, it was confirmed this was an appropriate electric shock due to a true ventricular event. However, far field oversensing was noted during the episode. Further information was received that this lead has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) used a chainsaw and as a result, experienced lightheadedness and got shocked by the device. Boston scientific technical services (ts) was consulted and upon review of the event, it was confirmed this was an appropriate electric shock due to a true ventricular event. However, far field oversensing was noted during the episode. Further information was received that this lead has been explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.